Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -9.00/+1.00/83 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2018. It was noted that the patient had lens rotation on (B)(6) 2021. The lens was then exchanged on (B)(6) 2022 with a longer length/spherical lens and this resolved the problem.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).